Event description:
During an upper gi film, as the table was being lowered from a vertical to a horizontal position, the spot film device carriage allegedly started to slowly slip downward until it was resting on the pt's chest. No injuries were reported.